Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, on the first firing across the stomach, end, the device fired fine on first reload, but when retracting blade, it stopped half way, the screen went blank, then very slowly retracted blade rest of way to proximal the jaws opened okay. The surgeon noticed change in noise on the second half of retraction. The jaws could not be articulated back to the center position. To remove articulated reload he took out the trocar and gave adapter and trocar back to nurse to remove. Nurse eventually got the handle to power up and then seemed to be working fine as screen came back on. Manual stapler was used to complete the procedure. There was no patient injury.